Event description:
The distributor representative contacted carefusion technical support and reported the following alleged failure. Event code motor fault, unit was on a patient and no patient harm occurred. The patient was placed on another ventilator.

Manufacturer narrative:
(B)(4). The distributor has sent the alleged failed component back to the manufacturer. Once the component is received an evaluation will be completed and if there is further info a follow-up report will be submitted.